Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 159-396 mg/dl range.